Manufacturer narrative:
(B)(4).

Event description:
Territiory business manager (tbm) contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised tbm to close background applications and reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.